Manufacturer narrative:
(B)(4). An additional surgical procedure was required to retrieve the detached material, but there is no code available. The involved device was returned and evaluated. Visual inspection confirmed that a portion of the urethane layer had been sheared approximately 84mm - 272mm from the distal end. Magnification inspection found that the sheared cross-section was smooth, indicating that the urethane layer had been sheared off with an edged tool. Inspection and testing of the undamaged portion of the sample confirmed there were no defects or anomalies and product performance specifications were met. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause for the reported event cannot be definitely determined based upon available information, the event description and appearance of the returned sample along with confirmation by simulation testing of a current production run sample are most consistent with the radifocus glidewire m being withdrawn through a metal needle causing contact with a metal edge resulting in the shearing of the urethane layer. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "do not manipulate or withdraw the guide wire m through a metal entry needle or metal dilator. Manipulation and/or withdraw through a metal entry needle or a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that a "coil-like substance" remained in the patient's body following a pacemaker implantation. The following information was provided by the user facility: the attending physician used an 18g or 22g metallic needle from a peel-away sheath set (taisho biomed instrument co. Ltd.) While attempting to insert the coil wire unsuccessfully; the physician then inserted the radifocus glidewire m into the metallic needle; after successful insertion of the sheath, resistance was felt when the physician tried to withdraw the radifocus glidewire m but continued to withdraw it; subsequently, a coil-like substance remained in the patient's body requiring surgical removal; reportedly the procedure was completed successfully.